Manufacturer narrative:
Covidien reference number (B)(4). Service engineer inspected the device. The gui printed circuit board (pcb) was replaced and the software was upgraded. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator was not passing power self-on test and the graphical user interface (gui) was inoperable. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.